Manufacturer narrative:
(B)(4). Upon receipt, visual inspection noted tool markings on the device casing. The header is firmly attached to the casing and the seal plug is missing. The set screw moved freely in both directions and operated normally. Visual inspection noted no irregularities with the lead barrel. A test electrode was inserted into the lead barrel. The lead could be fully inserted into the lead barrel. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---

Manufacturer narrative:
UDI = (B)(4); boston scientific received information tht this local representative contacted boston scientific's ts to discuss this patient's history of receiving inappropriate shock therapy. Stored data analysis did show that smartpass feature would potentially mitigate this issue; however, the patient is considering device explant and capping of the electrode. Subsequently, ts was informed that the device's tachycardia therapy was reprogrammed off. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted and the electrode was surgically capped. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative reported that this device was interrogated and the stored data has been uploaded due to delivery of inappropriate shocks. The patient was walking at the time of shock delivery. Additionally, there were nonsustained events that also appear to be inappropriate. Postural assessment was done. The local representative asked for an sensing assessment when programmed to a primary and secondary vector. An automatic set-up selected secondary which appears to causing the inappropriate shock issue. The episodes were discussed with in-house engineering who noted what appears to be a rate dependent bundle branch block at higher rates. Ts suggested that if the vector is to be changed to primary, postural s-ecgs should be evaluated for appropriateness. Treadmill testing show be performed to determine how the device responds at elevated rates. The vector was reprogrammed from secondary to primary 1x. The primary 1x is about 0.8 to 1.2 mv. Elevated rate testing was performed and the qrs did get slightly larger in primary with elevated rates.